Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient contacted technical services (ts) and noted one day post implant they received four inappropriate shocks from the subcutaneous implantable cardioverter defibrillator (s-ICD). Ts referred the patient to the clinic for further review and discussion regarding potential causes of the therapy. The s-ICD remains in service and no adverse effects have been reported. The field representative in the area contacted the local hospital where they were told the patient did not have the implant or any follow ups at their facility. The model and serial number of the device remains unknown.